Manufacturer narrative:
The device has not been returned for evaluation and no images have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Central catheter placed on (B)(6) 2019 on left arm. It was found severed close to the fin. Clean dressing, and catheter loop well fixed.

Manufacturer narrative:
A review of the device history record was performed and no similar concerns were found. The device was returned for evaluation. Visual inspection noted that the PICC line tubing was broken approximately 1-1.5 cm from the hub. It was evident that the breakage was due to the application of excess force and the complaint was confirmed. The exact root cause is unable to be determined; however, possible causes may be related to patient activity or movement or related to another type of excessive tensile/pulling force. Since this complaint may be related to an event within the user environment, no corrective action will be taken at this time.